Event description:
The user facility reported that their system 1e flooded and water spilled out of the lid onto the floor during the early morning hours. No procedural delays/cancellations or injuries reported.

Manufacturer narrative:
A steris service technician arrived onsite and could not duplicate the spill coming out of the lid as the facility described. Upon inspection, the technician found the lid to function and latch as designed. The technician removed the shroud and latch assembly for closer inspection, and found the latch mechanism and sensor working correctly. The technician re-installed the assembly and made slight adjustments to the latch for optimal settings. A water spill from the lid is indicative of an obstruction between the lid and seal. An in-service will be scheduled with the facility on how to properly load the tray and scope in the system 1e.

Manufacturer narrative:
Steris has scheduled an in-service training with the facility, to occur on (B)(6) 2013, to review proper loading of the tray and scope in the system 1e.